Manufacturer narrative:
The pump was received with operating currents within specification, and passed the unexpected restart error, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with no vibrator alert due to a broken black wire on the vibrator motor. The pump was received with a corroded battery tube. The pump had a cracked case at the reservoir tube window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the casing of the pump near the reservoir compartment is cracked. Troubleshooting also found that the pump did not vibrate during the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.